Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient underwent initial implantation of an afx bifurcated stent graft and an afx vela suprarenal aortic extension on (B)(6) 2014, to address an abdominal aortic aneurysm (aaa). During a routine follow-up on (B)(6) 2024, a type 1b endoleak was detected. Discussions regarding plans for re-intervention are underway.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx, endoleak type ib of the right common iliac artery, and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type iiia endoleak of the proximal cuff and main body and a type iiib endoleak of the distal main body also occurred. The type iiib endoleak and type iiia endoleak were discovered during a review of the computed tomography (CT) scan dated (B)(6) 2024. The most likely cause of the type iiia endoleak was aortic remodeling (infrarenal angle increased from 27.1° in 2015 to 58.8° in 2024). The complaint is likely anatomy-related. There was a 25mm bifurcated main body used with a 25mm proximal extension. While this was not off-label at the time of the index, later IFU versions recommended a proximal stent diameter one size larger than the main body. This also likely contributed to the type iiia endoleak. The type ib endoleak from the right common iliac artery was likely due to disease progression and aortic remodeling. The type iiib endoleak from the distal main body was likely due to strata material. No procedure-related harms were identified. The final patient status was reported as discharged home on postoperative day one. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient underwent initial implantation of an afx bifurcated stent graft and an afx vela suprarenal aortic extension on (B)(6) 2014, to address an abdominal aortic aneurysm (aaa). During a routine follow-up on (B)(6) 2024, a type 1b endoleak was detected. Discussions regarding plans for re-intervention are underway. Additional information: on (B)(6) 2024, the patient underwent a re-intervention during which the physician implanted an afx2 bifurcated stent graft, an afx vela suprarenal, and two ovation ix iliac limbs. The final patient status remains unknown. The final patient status was not made available to endologix.